Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by a fever. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal ancef and intraperitoneal fortaz (doses and frequencies not reported) for twenty one days for the peritonitis. Five days after admission, the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.